Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 90% stenosed lesion was located in a moderately tortuous and severely calcified right coronary artery (rca). The lesion was pre-dilated with a 3.00 x 12 mm semi complaint balloon. A 4.00 x 38 mm promus elite stent was deployed to treat the target lesion. The balloon inflates, the stent was fully expanded and deployed at 11 atmospheres with no issues encountered. After the stent was post dilated with a 4.00 x 12mm semi complaint balloon, a proximal edge dissection at the proximal part of the stent was noted. Another 4.00 x 16 mm promus elite stent was deployed proximally, overlapping to cover the dissection, and successfully complete the procedure. The patient was stable post procedure and fully recovered.